Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, functional testing, and a review of the alarm log were performed. An f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be out of specification force sensing resistors (fsrs). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flo-gard infusion pump experienced an audible alarm when the device was turned on, there was no visual alarm/message. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.